Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic that the insulin pump alarmed insulin flow blocked during a bolus. Customer noticed air bubbles inside the reservoir. The customer was advised to wait for the insulin to reach room temperature before filling a new reservoir and do a complete set change. The reservoir is expected to return for analysis.